Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00036 on 01-dec-2021. Additional information (30-dec-2021): siemens reviewed the information provided and determined that the customer's practice of raising the sample tubes in the sample rack may affect the instrument's performance and cause the aspiration of the sample to be incorrect. The cause of a falsely depressed thyroid stimulating hormone (tsh) result is unknown. The immulite 2000 xpi instrument operates as specified and requires no further evaluation. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include new codes.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens is informed that a preventive maintenance (pm) was completed. The dual resolution dilutor (drd) was serviced, and the sample and reagent probe positions, vacuum pump, high speed spinner (hss), water bottle connections, and sample carousel grounding were checked and verified. The grounding was readjusted to prevent high resistance and static during the operation of the immulite 2000 xpi instrument. Siemens is informed that the primary tubes are sarstedt s-monovette (66x11mm) and that tubes were not reaching above the rack, and the customer was raising the tubes from the bottom of the rack. The customer was informed that raising the tubes is bad practice, and the operator needs training. Siemens is investigating the event.

Event description:
The customer informed siemens of a discordant falsely depressed thyroid stimulating hormone (tsh) result obtained on an immulite 2000 xpi instrument. The customer did not report the result to the physician(s) and used the same sample and an alternate instrument to perform repeat testing. The repeat results were higher compared to the falsely depressed result. It is unknown which repeat result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed tsh result.